Manufacturer narrative:
D6a: implanted date: device was not implanted d6b: explanted date: device was not explanted e3: occupation: products <anager the actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. Since the sample was not available for evaluation, the complaint could not be confirmed. Corrective and preventative action (CAPA) investigations have been opened to further investigate the issue. For additional information concerning the root cause and corrections, refer to the CAPA documents. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined the process was performed and completed in accordance with terumo medical corporation specifications and procedures and the device was released in a conforming state. Non-conformances and capas have been noted for this issue in the past 12 months.

Event description:
The user facility reported that it was hard to put the involved angio-seal device sheath and locator together. The sheath and the dilator would not connect, no click. No patient involved. Additional information was received on (B)(6) 2023: expired lot used at occurrence date.